Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the articular surface implant was opened, the outer sterile plastic carton was deformed and the inner sterile paper cover was identified to not be sealed completely to the carton. The outer packaging exhibited no issues and was properly sealed. Another device was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual evaluation of the returned packaging found that both of the sterile blistered exhibited damage visually consistent with thermal damage. Additionally, the inner sterile blister tyvek seal had lifted in one area. The device history records were reviewed and no discrepancies were identified. The condition of the device when it left zimmer biomet was considered non-conforming to specification. Based on the information provided and evaluation performed, the root cause of the reported event is attributed to packaging operator not following work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.